Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn 3200 analyzer has generated discrepant (B)(4) results on 3 patient samples. On patient #1, the initial (B)(4) result was 2.0 g/dl. The sample was then tested on the back up cell-dyn 3200 analyzer and the result was 10.0 g/dl. The (B)(4) normal range (12.0-16.0 g/dl) there was no adverse impact to patient management reported.